Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. The isulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched case, scratched keypad overlay, scratched reservoir tube window and cracked battery tube threads.

Event description:
Customer reported a button error on his insulin pump. The device has gotten wet. Customer is on a cruise. Customer's blood glucose is 32 mg/dl. He treated with a manual injection. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.